Event description:
It was reported ongoing occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. The customer declined to troubleshoot with tandem technical support and opted to speak with clinical support (clss). After exhausting all troubleshooting with clss the pump was replaced.